Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm the dislodgement or loss of capture allegations as there was no signs of damage or defect with the lead tip or helix that would lead to dislodgement. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead dislodged and exhibited loss of capture with up to three seconds of asystole. A revision procedure was performed to replace the rv lead. During the revision, an attempt was made to reposition the right ventricular (rv) lead but helix extension difficulty was encountered in the new position. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead dislodged and exhibited loss of capture with up to three seconds of asystole. A revision procedure was performed to replace the rv lead. During the revision, an attempt was made to reposition the right ventricular (rv) lead but helix extension difficulty was encountered in the new position. The rv lead was explanted and replaced. No additional adverse patient effects were reported.